Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned for analysis. Visual inspection was performed by the unaided eye. No defects were identified. Functional testing was performed. The cuff fully inflated. The investigation did not identify a manufacturing defect. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence, the fault could not be confirmed.

Event description:
Information was received indicating that after six days in use the balloon on this tracheostomy was not performing as expected. The nurse tried to inflate the balloon however was unsuccessful. The tracheostomy tube of this ventilated patient was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned for analysis. Visual inspection was performed by the unaided eye. No defects were identified. Functional testing was performed. The cuff fully inflated. The investigation did not identify a manufacturing defect. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence, the fault could not be confirmed.